Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1559 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guide wire in one of our PICC lines got tangled and stuck in a patient. No harm was made to the vessel. An extra procedure was added to the patients stay- ir had to remove the coiled/knotted guide wire, the PICC nurse was using a cope wire to place a PICC and the wires ended up coiled/knotted and they were unable to get them out. Patient went to ir in which the wires were successfully removed without damage to the veins.